Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from five to two years within a year. The boston scientific representative contacted the facility asking them to send data for analysis, but at this time, there is no evidence to suggest that this data has been sent to technical services (ts). The patient is therapy dependent, but no adverse patient effects have been reported. The device remains in service.